Manufacturer narrative:
The hill-rom account executive found the emergency stop button had been broken off the lift. According to the periodic inspection for liko mobile lifts (3en371001, rev. 3), the emergency stop function should be checked at at least once every year. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hill-rom technical support provided the account with the part number for a new control box to order and install. Replacement of the control box will resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the emergency stop button on the control box of the lift was broken off. The lift was located at (B)(6) center (the account) at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).